Event description:
A customer reported experiencing an alarm 2 followed by an alarm 26 due to an occlusion issue with their insulin infusion set. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin therapy. Technical support provided guidance on inspecting the introducer needle prior to insertion, and the case was closed as no further assistance was necessary.